Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right glandular ptosis. Manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with 420cc mentor memoryshape breast implant on both sides and experienced left side pain and breast implant rupture postoperatively. On (B)(6) 2020, mentor became aware that patient experienced left side capsular contracture; baker grade iii. On april 9, 2021, mentor became aware that the date of surgery is (B)(6) 2021. On june 3, 2021, mentor became aware that patient also experienced bilateral glandular ptosis, and left side device malposition. The replacement implants used on (B)(6) 2021 were smooth mentor memory gel extra fill breast implants, 465cc catalog number smpx465; serial number (B)(4) on the right side, and catalog number smpx465; serial number sn (B)(4) on the left side. This medwatch report is for the patients right-sided device.

Manufacturer narrative:
On july 14, 2021, mentor became aware that patient experienced left side capsular contracture; baker grade iii, and bilateral ptosis. Left side rupture was not found. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on july 20, 2021 left side capsular contracture was IV. Manufacturer¿s reference number: (B)(4).